Event description:
It was reported the patient had a loss of therapeutic effect from the dbs system. Impedance restings were greater than 2000 ohms. The affected side was the left brain implant. Reprogramming was attempted but did not work. A revision was performed in 2008. During the procedure the lead extension connection was exposed and disconnected. An external stimulator was used and programmed to test the lead. With the exception of two bi-polar combinations, the impedance measured greater than 4000 ohms for all combinations; consistent with an open circuit. The decision was made to remove the lead. Upon opening the site, it was found that no approved burr hole system was used. Instead, a low profile cranio-plasty set (plate with 8 screws) was used to anchor the lead. The plate was removed and the lead withdrawn. Upon withdrawing the lead it was noted the plate severed the insulating sheath, exposing the wires. The patients good side (right) was re-programmed, and the left side was left with the extension and ipg in place. Re-implant surgery will be scheduled to replace the left lead and possibly the left extension.